Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump over delivered insulin. Customer reported of programming 7u of insulin and 10u was delivered. Customer¿s blood glucose was 165 mg/dl. Troubleshooting was performed and customer stated that the reservoir was showing less insulin than what was shown on the status screen. Insulin pump will return for failure analysis. Customer inquired on the retainer ring recall and customer advised that the retainer ring was fine.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place and passed displacement test. Device received with no cosmetic damage at reservoir compartment. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing.